Manufacturer narrative:
This complaint was originally reported to amt on 06/16/2026 by (B)(6) indicating that feed administered into the feeding tube turned up into the patient's esophagus. This issue caused aspiration to the patient and later sepsis due to aspiration pneumonia. It was reported that an egd confirmed the positioning of the j portion of the feeding tube and clip in the patient's esophagus. The doctor was able to remove both the j tube and clip from the esophagus, reposition the j portion of the tube back into the small intestine endoscopically, and put the clip back in place. It was also reported that the j portion of the tube was not working for tube feeds, but it is unclear if the tube was damaged during tube migration or tube repositioning. It is unclear if the patient has preexisting conditions requiring a clip to secure the j tube in place and if they've previously had tube migrations. The patient and doctor did not have a backup device, so the same device was kept in use. Amt reached out to obtain the device and sent a replacement so that the reported device could be tested. However, at the time of this report the device has not been returned. Since the device was not returned, a functional and visual evaluation could not be performed and the device failure could not be confirmed. Based on the provided information, the reported problem is not believed to have been caused by a manufacturing defect. The complaint is being reported to FDA due to the serious injury sustained by the patient. Amt was notified that the patient was recovering from the event. Lot information was not available. Amt has logged this complaint into our system for trending purposes under complaint #: (B)(4).

Event description:
It was reported to amt that feed turned up into the patient's esophagus causing aspiration. X-ray showed j-tube dislodgement. Egd confirmed the j portion of tube and clip located at t1. J tube and clip were removed from the esophagus, and the j portion was moved back into the small intestine endoscopically and clip put back in place. J portion not working for tube feeds.